Event description:
The facility reported a pump with a depleted battery. Information was not provided regarding whether or not the event occurred during pt use. According to the hosp. Rep. There was no pt injury or medical intervention reported. No additional contacts or information was provided.